Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope presented shock on transducer. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation also found that there was a gap between acoustic lens and ultrasound probe, and a gap of adhesive on the distal end / stain entered inside the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: present shock on transducer - due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, the sheet holder unit has corrosion due to water leakage, due to wear of angle wire, bending angle in left direction does not meet the standard value, and the universal cord has buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: " do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.